Event description:
Patient called to report that 2 v-gos she attempted to use today fell off, after 2 hours of wear. Patient stated she had been sweating prior to the v-gos falling off.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint for fall could not be confirmed. The device was received with a piece of plastic on the adhesive, this is believed to be added after use. The root cause for the fall off could not be determined as the complaint could not be confirmed.